Manufacturer narrative:
The product has not been returned to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the lens was scratched peripherally. There was no visual impact. Additional information was requested.

Event description:
A surgeon reported a small peripheral scratch on the intraocular lens (iol) following implantation. The iol remains implanted with no visual impact to the patient. There was no patient harm reported. The surgeon indicated that the scratch was just at the ¿tip plunger¿ and noted that the injectors are being used more frequently. Additional information and clarification has been requested however, further information has not been received.

Manufacturer narrative:
The facility returned multiple samples to the manufacturing site. However, it is unknown which samples belong to each event or if any of the returned samples were used during the reported event. The lot number was not reported. Confirmation/clarification was requested however, further information has not been received. All returned samples will be evaluated in file ID (B)(4). A sample was not received for this file at the manufacturing site for evaluation for the report of small scratch peripherally on iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. No lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).